Event description:
Boston scientific received information stating: revision of the atrial probe during dislocation in the rv without complications. (B)(6), germany (B)(6), event date- (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).